Event description:
Patient was admitted to the hospital for removal and replacement of bilateral silicone breast implants secondary to painful capsular contractures. During surgery it was found that both silicone breast implants had ruptured. Patient had grade IV capsular contractures. Manufacturer is unknown. Patient authorized hospital to dispose of surgically removed bilateral breast implants.